Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. Reported events: four events were reported for this quarter. Product return status: four devices were received for evaluation. Evaluation status: two events were confirmed during testing. Two devices were found to be affected by corrosion. Two device evaluations are in progress. Product disposition: this device is not repairable and was not returned to the user facility. Additional information: there were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes 4 malfunction events in which the device reportedly overheated. Four events had no patient involvement; no patient impact.

Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. Supplemental rationale 2 previously reported events are included in this follow-up record. Product return status. 2 devices were received for evaluation.   Evaluation status 2 reported events were confirmed during testing. 2 devices were found to be affected by broken down lubrication. 2 devices were not labeled for single-use. 2 devices were not reprocessed and reused.

Event description:
This report summarizes <noe> 4 </noe> malfunction events in which the device reportedly overheated. 4 events had no patient involvement; no patient impact.